Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the unit pressurizes, but when the start/stop button is depressed, it takes a few times to engage. When the customer tries to stop the device, it takes a few tries to stop the piston as well. The green light does not illuminate when the driver is running. There was no patient involvement associated with this reported issue.